Manufacturer narrative:
On january 20, 2022, mentor became aware that the patient's implants were replaced with the following devices: (left) 755cc mentor memorygel breast implant catalog: shpx755 lot: 9554376 sn: (B)(6) and (right) 755cc mentor memorygel breast implant catalog: shpx755 lot: 9571317 sn: (B)(6). In addition, during the revision surgery, the patient also underwent excisional biopsy on the right breast. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On december 10, 2021, a analysis of the device's photo was completed. Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured and within a plastic container. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast prosthesis implantation surgery with two 700cc mentor memorygel breast implants, suffered right breast mass and left breast implant rupture, post-procedure. The patient self-diagnosed the breast mass and the left breast implant rupture was diagnosed via an MRI. As a result, the patient underwent implant explantation surgery on (B)(6) 2021. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).